Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the photometer lamp to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the generation of erroneous bun (blood urea nitrogen), amylase, alp (alkaline phosphatase) and alt (alanine aminotransferase) patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to patient treatments in association with this event. The customer confirmed there were no qc (controls) performance issues with any assays on the analyzer.